Event description:
A (B)(6) female pt¿s daughter called zoll customer support to report that one of the pt¿s batteries was not holding a charge and that the battery charger wasn¿t functioning properly. The pt was issued a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not holding a charge) was confirmed. Upon receipt the battery was unable to charge and power up a monitor. Upon investigation, contamination was found inside the battery pack. The battery pca board was corroded. The cause for the inability to charge or power up a monitor was corrosion of the pca board. The cause for the corroded pca board is likely due to contamination from the ingress of an unk liquid. Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem, resetting) has been confirmed. Upon receipt, the charger was resetting. The cause for the resetting was corrupt flash programming on the computer/analog (ca) board sn (B)(4). The root cause of the corrupted flash programming is currently underway. A supplemental report will be sent upon completion of eval. There was also thermal damage to the q1 transistor caused by contamination on the battery board. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unk substance. No adverse event resulted from the contaminated battery pack or resetting charger. The pt received a replacement battery and charger. Device MFR date: sn (B)(4) ¿ 05/01/2011, sn (B)(4) ¿ 03/01/2012.